Event description:
It was reported that during insertion, a non-locking screw head snapped off. The screw shaft remained implanted and all debris was removed. The patient had no consequences or impact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.